Event description:
First symptoms were migraines, they lasted three days and occurred 3 times a month, then weakness in right leg and restless legs, numbness in right arm, tingling in both, sore shoulder and neck to a point where I couldn't turn it. Weakness in lifting 15 lbs, sore lower back it felt like a belt around my waist couldn't bend, family dr sent me to physical therapy and gave me maxalt for migraines, inflammation meds, and suggested massage, nothing was helping always continued. Started to have swelling on feet and ankles and hands, dr said watch what you eat, then went on water pills, why don't know? Burning on hands then blisters that peeled off and on, feet turned blue and broken blood vessels, joints all over started hurting, couldn't stand up from bed, at this point I had to stop work; always depressed and very emotional, started tripping a lot and dr said it's your shoes, all blood work normal, fell off counter in bathroom and bruised my tail bone because leg reaction started to slow down, I couldn't make a full stride when walking. I also got shingles on my hip at 45 and horrible breakouts on my face. Sciatic nerve with bursitis in left hip. Sore joints so bad even elbows. Could lift myself off the ground so did yoga didn't help. Balance started to be way off, fell again when walking, fell going down 3 steps; I thought I was just getting old. No rheumatoid arthritis, all blood work again normal and x-rays from rheumatoid dr, then sent me to a neurologist. At this point I couldn't walk good, had to get a cane, very off balance, couldn't turn around. Did nerve and muscle test and said nerve damage. Had a MRI of neck and nothing constricting the spinal cord, two visits and they said it could be als. I asked if my implants could cause this and she laughed at me. Wanted me to go to a als clinic, I said no I know my body and your wrong. Then went to another neurologist, same thing only he wanted another MRI. I looked up my symptoms online and found breast implant illness and 80k women dealing with similar symptoms like me. I had called my plastic surgeon who put them in and his head nurse said oh my goodness you need them out, the next day she called and said dr (B)(6) won't see me and doesn't take them out. I asked for records and she said they are destroyed because it's 17 yrs ago, at 10 yrs. I called them to see if I needed to do anything with my implants and they said if your fine then don't worry about it. I begged her for the brand so I could find another dr to remove them. She said allergan textured saline, at this point, I really thought I was dying. I had twitching in my legs and arms also muscle stiffness and spasms. At night my legs would jerk on their own. (B)(6), I found dr (B)(6) and he took them out. He said they were ready to break from contraction, I was at a 4 and 5 is rupture. Plus he said you have the ones that cause cancer. They have to come out. He even took notes about the weakness in my left arm and mobility gone. He said you're not alone. After surgery my feet went to normal color and no more migraines, sore should, twitching almost gone, no muscle spasms or legs jerking, numbness in arms gone, walking with a cane still but my energy is me again. I'm doing physical therapy and acupuncture and chiropractor. No meds other than supplements for detoxing. I also fell down 20 steps and cracked my skull, this was 12 days before surgery. I had horrible fatigue before my implants were out. I think it was ten when they came out they were orange with black specs, I'm thinking mold but have to find a person to do that. I have been through hell and still fighting for my life. I still get tired fast but the healing graph is moving in the right direction. Everyone I talk to says it will take 1-2 yrs. There are 30 different toxins in silicone shells plus saline in a 98 degree body can get mold after 7 years. Well that's my story. Pray for all of us bii is real. I have pictures also but they won't upload. FDA safety report ID# (B)(4).